Event description:
It was reported that the touchscreen on the customer's t:slim x2 was less responsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up from customer technical support and proceeded to process a renewal for the pump.